Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 1024879-2025-01601 on 21-oct-2025, in order to file against the correct site registration number. However, it was the correct site registration. The site registration remains the same. This serves as a replacement and includes the investigation. Investigation summary: bd received one photo for investigation. The evaluation of the customer's photo revealed evidence of foreign material inside the tube. Upon visual examination, none of the 100 retained samples showed further instances of foreign material. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter observed in one device. The sample was recollected. No adverse impact was reported regarding the patient or user.